Event description:
The customer reported that they have 4 rooms on the 4th floor which are not communicating with the acuity central monitoring system. This resulted in a temporary loss of central monitoring. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
Other - a supplement report will be filed when we have more info about this issue.